Manufacturer narrative:
Concomitant medical products: product ID 3708340, serial# (B)(4), product type: extension; product ID 3708340, serial# (B)(4), product type: extension; product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4). Information pertaining to this event was initially in 2006 and new information pertaining to this event was received on (B)(4) 2014. It is difficult to know what criteria was in place more than two years ago. Significant changes have occurred during the past two years. Information more than two years prior may not be applicable for current trending.

Event description:
It was reported that the patient was taken to the operating room and the implantable neurostimulator (ins) was found to be flipped in the pocket. It was noted that ins was placed in the proper position with the white casing facing outward. It was noted that then the patient was able to recharge the system. It was noted that the patient was advised on (B)(6) 2005 to recharge the ins since the battery showed 75 percent depleted. It was noted that the patient attempted to recharge for 2 hours. It was noted that the patient reported poor coupling efficiency. It was noted that the antenna was adjusted and the position was moved and that did not increase efficiency. It was noted that there was a warning screen to reposition the antenna over the ins appeared for some time after recharging. It was noted that the patient was implanted about 2 weeks ago. It was noted that the doctor implanted the ins deeper than the previous implant. It was noted that they were concerned about implant depth and swelling. Additional information received reported that an implant procedure was done. It was noted that with the initial battery replacement sutures were not used. It was noted that when the device flipped they went in and reoriented the device and this time suture loops were used to attach the device. It was noted that the existing pocket was used for the battery replacement. It was noted that the implant depth was less than 1 cm. It was noted that no other anomalies were noted after surgery. Additional information received reported that the implantable neurostimulator (ins) was flipped in (B)(6) 2005. It was noted that the doctor tried to flip it by hand and could not get it. It was noted that they went in and made a new pocket for the device and re-implanted the same device in (B)(6) 2005.